Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the original surgery was performed on (B)(6) 2016, but the surgeon noticed that the tibia had loosened. Revision surgery was performed on (B)(6) 2018.

Event description:
Components in use listed as concommitant devices are: nx011z / as vega ps femoral comp. Cemented f5n l. Nx053z / as vega ps tibial plateau cemented t2. Nn261z / as tibial obturator d12mm. Nx120 / vega ps gliding surface t2/2+ 10mm. Nx042 / patella 3-pegs p2.

Manufacturer narrative:
Additional information provided: describe event or problem: components in use listed as concomitant devices are: nx011z / as vega ps femoral comp. Cemented f5n l. Nx053z / as vega ps tibial plateau cemented t2. Nn261z / as tibial obturator d12mm. Nx120 / vega ps gliding surface t2/2+ 10mm. Nx042 / patella 3-pegs p2. Brand name: nx011z. Common device name: as vega ps femoral comp. Cemented f5n l. Model and catalog # 52244726. Expiration date: 06/30/2026. Concomitant medical products. Added components. Approx age of device: 21 months. PMA/510k: k101281.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from the batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. Corrective action: product safety case (B)(4). Any action regarding CAPA will be addressed with this case.